Event description:
It was reported that nexiva tubing had a hole. "Piv catheter set- rn went to stick the patient, when in the vein and attempting to flush, tubing noted to have a hole. Piv removed. And new piv set obtained and piv placed without issue.¿ additional information 3/16/2026: no serious injury occurred to the patient. When IV was noted to be leaking/have a hole, it was removed. The patient was stuck again with a working IV. The only result was the patient needed to be stuck twice.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot 5301041 regarding item #383512. DHR was reviewed for all reports of defects. No related quality issues or process deviations were found. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.